Event description:
It was reported that disposable stuck in unit post op. There was no patient involvement

Manufacturer narrative:
H3: product analysis found that visually, the collet could not be removed from the device and would get lodged onto the inner hub. There was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches and 0.351 inches in the deformed area which was out of specification. The distal diamond grit tip was lodged within the inside diameter of the outer tube and there were striations in the outside diameter of the inner shaft 0.68 inches from the distal end of the inner hub. Additionally, portions of the shaft were bent between the inner and outer hubs. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.